Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent leakage. No injury was reported.

Manufacturer narrative:
The event occurred at the customer's warehouse. A replacement was sent to the customer.